Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the user touched the bending section and/or distal end of the subject device, the endoscopic image of the subject device disappeared occasionally. There was no report of patient injury associated with this event.